Event description:
It was reported that when a patient presented in clinic during routine follow up, episodes of pacemaker mediated tachycardia were observed. The pacemaker paced at rates that were inappropriately fast due to undersensing of small pvcs. No programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.